Manufacturer narrative:
(B)(4). This report of a system error (se) 2240 was determined to be caused by use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. A review of the label for the product family will be conducted. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) on the home choice (hc) during dwell 1. The technical service representative (tsr) explained the alarm. The home patient (hp) had already disposed of the supplies. The hp left the clamps open on the unused lines. The tsr explained the proper procedures. The hp would use a new set up that night and had already spoke to the registered nurse (rn) as well. There was patient involvement. No patient injury or medical intervention was reported.